Event description:
It was reported that the gamma nail failed. The patients femoral head was removed as well as implants and sent to pathology. Tissue surrounding implant was discolored and also sent to pathology. Rep stated that the physician that removed the reported device does not feel that it is implant related. He is not aware of another device/spacer being put in. Non union was reported.

Manufacturer narrative:
Affected items were not returned for evaluation. Device inspection could not be performed as the device was not available for investigation. The DHR review revealed no discrepancies in manufacturing or material. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated that potential non-union of bone was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified. As the item had been shipped already in december 2008 with an expiry date in october 2013 and as the date of removal was reported to be (B)(6) 2014 it was concluded that the implant(s) had been implanted for more than 6 months. Referring to reported non-union it was suggested that the nail had been implanted for more than 6 months without assistance of / release by bone healing. As no product issue was reported / not visible on provided photographs it was concluded that the implant(s) had fulfilled its / their tasks as intended. Although the patient¿s post implant activity level was not provided it may be very unlikely that the activity level of the affected (B)(6) patient was lower than at older patients. Although no values about how tall the patient was it can be assumed that a weight of (B)(6) lbs. Is increased. Such weight could present an additional impairment on the implants and their interaction. The IFU refers to potential overweight. As no medical records were provided a medical review was not reasonable. It could not be determined whether reduction was appropriate, implant position was adequate or if the patient had been compliant to the surgeon¿s instruction. In this case nonunion was confirmed. The IFU refers to potential non-union. The surgeon who removed the implants did not feel that the event was implant related. As no results were presented from the pathology no further statement was possible from technical point of view. On received photographs there was no evidence that the item(s) had failed. With available information the cause of the event was most likely based on the patient¿s condition but not caused by a deficiency of the device.

Event description:
It was reported that the gamma nail failed. The patients femoral head was removed as well as implants and sent to pathology. Tissue surrounding implant was discolored and also sent to pathology. Rep stated that the physician that removed the reported device does not feel that it is implant related. He is not aware of another device/spacer being put in. Non union was reported.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.